Manufacturer narrative:
Date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was double beeping "no cassette". There was no physical damage and no customer damage reported. There was no patient involvement and no harm/adverse event was reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed scratched lens and a worn uso seal and dso. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.